Event description:
Report rec'd from pt stating that he has had "three malfunctioning problems" with his implanted infusion pump, and that he has experienced episodes of withdrawal near the refill times. The pt was instructed to f/u with his physician in an attempt to resolve this issue.